Manufacturer narrative:
(B)(6) customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (not reported to physician). The sample was retested on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (not reported to physician). The sample was retested a second time on the same day using abbott ID now resulting sars-cov-2 positive (reported to physician). The patient was a symptomatic infant admitted to the ER. Review of the provided data for the initial test noted normal pcr curves. Repeat test data produced highly reproducible positive results. Examination of pcr raw data showed no evidence of product malfunction. Patient was discharged. No known impact to patient. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
(B)(6) customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (not reported to physician). The sample was retested on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (not reported to physician). The sample was retested a second time on the same day using abbott ID now resulting sars-cov-2 positive (reported to physician). The patient was a symptomatic infant admitted to the ER. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.